Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained a questionable high result for one patient sample for a lactate dehydrogenase (ldh) assay on the cobas 8000 c 702 module. The ldh reagent was manufactured by shino-test. Roche diagnostics does not market, nor does it have reporting responsibility for, this reagent. It was unknown whether the results were released outside of the laboratory. All results are in units of u/l. The initial result was >1,052; the repeat result was 205. The customer attempted to repeat the sample manually, but was unable due to an alarm on the instrument. The customer repeated the sample on another analyzer with a result of 238. There was no allegation that an adverse event occurred. The ldh reagent is not manufactured by roche. No lot number or expiration date information was provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.